Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. No additional information was provided. Or it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was xxx mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
On 24 november 2022, the distributor reported the additional information: the pump history was reviewed, and it was determined that a malfunction of the tandem device did not occur. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.